Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On 20-aug-2024, it was reported that the patient admitted to intensive care unit due to diabetic ketoacidosis and still wearing the same infusion set. The patient blood glucose levels while admitting the hospital was 450 mg/dl and stayed in hospital for 4 days and received treatment IV insulin drip (intravenous insulin infusion). No further information available.